Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket infection. Reportedly, the patient felt pain, discomfort and had fever. This ra lead was explanted, and a wound vacuum was applied to extraction pocket. There was no additional adverse patient effects reported.